Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the operator pulled the device back before lowering the lever (step 4). This caused the cuffs [foot] to become entangled in the sutures. It should be noted that the prostyle instructions for use (IFU): do not attempt to remove the device without closing the lever fully to its original position. In case, it was already reported by the user that the device was pulled prior to closing the foot indicating the user was aware. Based on the information received, the investigation determined that the reported device entrapment appears to be related to the device was pulled in attempt to remove from the anatomy prior to performing step # 4 to close the foot. Pulling the device back with the foot deployed likely resulted in the foot getting caught in the preplaced sutures and contributed to the reported device entrapment. Therefore, the instructions for use deviation contributed to the reported device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 - failure to follow steps / instructions the additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 14f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, two prostyle devices were successfully pre-placed and the procedure was completed. The knot of the first suture was successfully advanced. However, the knot on the second device snapped during advancement. An additional prostyle was inserted, but the suture did not deploy as a cuff miss occurred. A fourth prostyle was inserted, but again, a cuff miss occurred. Therefore, a fifth prostyle device was inserted, and steps 1-3 were successfully performed. However, the operator pulled the device back before lowering the lever (step 4). This caused the cuffs [foot] to become entangled in the sutures. The device was manually opened and troubleshooting was attempted. However, the device was unable to be removed from the anatomy. Therefore, a cutdown was performed to fully remove the device. Hemostasis was then achieved via manual suturing. No additional information was provided.